Event description:
Customer requested a log review for a suspected over infusion of magnesium on a pre-term labor pt. The order was for magnesium 6 gram bolus and then continuous infusion at 3 grams/hr. Customer reports that magnesium is mixed as 40 grams in 1000cc, so 150mls would be 6 grams which is usually run at 300ml/hr to infuse over 30 mins. Pt's weight is unk but described as "tiny" female. The pt was being stabilized for transfer to hosp. The nurse reported not being able to infuse the magnesium bolus and was hitting a hard guardrails limit, so the medication was given via basic infusion. Upon arrival at the hosp, the pt was found unresponsive. The pt was given calcium gluconate. Magnesium level was 9 (therapeutic is 5-7). Unk if pt delivered. No respiratory/cardiac support needed. Customer is concerned that the magnesium bolus may have been given twice and would like the event logs reviewed for time period of 9:51 pm to 10:48 pm on (B)(4) 2011.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Log review only, no devices were rec'd. Eval: programming error. The customer's request for a log review for an over infusion of magnesium was completed. The review suggests that two bolus doses of magnesium were delivered during the time period in question. The initial bolus of 150 mls was delivered between 9:51 p.m. And 10:25 p.m. And the final bolus of approx 131 mls was between 10:34 p.m. And 10:48 p.m. A total of approx 281 mls were delivered. At a concentration of 0.04 grams/ml, this would equate to 11.23 grams of magnesium. It should be noted that the user was prevented from programming the initial magnesium bolus because they were using the continuous infusion parameters instead of using the bolus feature. Had the user selected the bolus feature, a 6 gram bolus (150 mls) could have been programmed to be delivered over 30 minutes (300 ml/hr) with no guardrails alerts. The root cause of the customer's experience was determined to be the result of a user programming issue.